Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, 90% stenosed, de novo, distal circumflex artery, the 2.0 x 8 mm mini trek rx balloon dilatation catheter (bdc) was used for pre-dilatation, but the balloon ruptured during the first inflation at 8 atmosphere (atm). The device was removed without issue and a 2.0 x 10 mm non-abbott bdc was used for dilatation without reported issue. The procedure was completed after stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.